Event description:
It was reported that the catheter balloon ruptured spontaneously in the patient's bladder. It was reported that due to the need of a patient¿s condition, a foley catheter was indwelled as per the instructions for use after it was checked. 20 ml of normal saline was injected, the urethral catheter balloon blow up by itself, and was dislodged. Another foley catheter was checked and nothing irregularity was found. After that, this urethral catheter also indwelled as per the instructions for use. The second catheter balloon also exploded by itself and was dislodged. A new urethral catheter from the another brand was indwelled. This leads to repeated indwelling of urethral catheters, increasing the chance of infection and causing anxiety to the patient. As per additional information received via email on 31aug2020 from ibc representative, there were no missing pieces of balloon inside the patient. As per additional information received via email on 02sep2020 from ibc representative, the samples have been discarded.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use petroleum substrate lubricants with the latex-based urethral catheter, such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water soluble lubricant can be used." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon ruptured spontaneously in the patient's bladder. It was reported that due to the need of a patient¿s condition, a foley catheter was indwelled as per the instructions for use after it was checked. 20 ml of normal saline was injected, the urethral catheter balloon blow up by itself, and was dislodged. Another foley catheter was checked and nothing irregularity was found. After that, this urethral catheter also indwelled as per the instructions for use. The second catheter balloon also exploded by itself and was dislodged. A new urethral catheter from the another brand was indwelled. This leads to repeated indwelling of urethral catheters, increasing the chance of infection and causing anxiety to the patient. As per additional information received via email on 31aug2020 from ibc representative, there were no missing pieces of balloon inside the patient. As per additional information received via email on 02sep2020 from ibc representative, the samples have been discarded.